Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during patient use , the thermogard exhibited an air trap alarm , saline bag was found empty . According to the customer saline bag was mistakenly replaced multiple times. A leak was suspected on the catheter. No patient harm or consequence reported on this event. Reference MFR 3010617000-2017-00862 for thermogard.